Manufacturer narrative:
(B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a "no disposable, pump won't run" alarm that could not be resolved. The residual volume was 14.2ml. There was no patient injury.